Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received undeployed. The data downloaded from the device showed that the first prime ended prematurely at 21 pulses and the device was deactivated at 31 pulses. The device did not run enough pulses during the first priming sequence for the needle mechanism to deploy as intended. Rotational sensor abnormalities were seen in the data. The device was reset and rerun. The cannula deployed as intended during the rerun. Rotational sensor abnormalities were replicated in the rerun data and an 0x42 alarm was generated. Contamination was observed on the commutator cap. The contamination on the commutator cap resulted in the rotational sensor abnormalities, 0x42 alarm and reported needle not deploying.